Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and rupture. Concomitant medical products: 500cc mentor memorygel breast implant (catalog number 3505001bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with a 525cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture (baker grade unknown) and rupture. The patient reported that her diagnoses were confirmed by an MRI, ultrasound, and mammogram. As a result, the patient underwent bilateral explantation on (B)(6) 2018 and replaced with 650cc mentor memorygel breast implant (catalog number 3506504bc, left-sided serial number (B)(4), right-sided serial number (B)(4)).